Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted via ventriculoperitoneal (vp) shunt due to secondary normal pressure hydrocephalus (snph) and communicating hydrocephalus on (B)(6) 2007 with unknown setting. The patient had gait disturbance in (B)(6) 2023, and shunt dysfunction was suspected. The patient also developed cerebral meningitis due to shunt infection in october. In addition, a gastric perforation of a peritoneal catheter was observed. Therefore, the valve was explanted and replaced on an unknown date. The primary disease of a patient is subarachnoid hemorrhage (sah) and has currently recovered. According to information provided, it is unknown if the peritoneal catheter is an integra product. It is also unknown the type of infection/organism and the tests done to confirm infection. The treatment for infection, relevant health history are also unknown.

Manufacturer narrative:
The hakim valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to catheter too long when implanted. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.